Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA (B)(4). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a fibrin reaction after the implantation of a pcb00v 23.0 diopter intraocular lens (iol) in the patient's operative eye on (B)(6) 2017. The patient was prescribed steroids and the case cured completely. No additional information was provided.

Manufacturer narrative:
Additional information received reported the patient is a female who is (B)(6) years old. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. However, there are photos that showed an eye with something like a white shadow on it. The photos were shared with the medical affair department in support of the investigation. As per the medical affair's review, the incidences of anterior chamber fibrin formation is estimated around 2% after cataract extraction and intraocular lens implantation, but with the advent of modern small-incision cataract surgery, it is probable that this incidence is much lower nowadays. The product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Sterility records review: the sterilization lot record was also reviewed and found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.